Event description:
It was reported that the patient's blood glucose level reached 489 mg/dl. The pod was worn between 1 and 4 hours on the abdomen. Hyperglycemia treated with a new pod.

Manufacturer narrative:
A tear in the exposed portion of the cannula resulted in fluid leaking from the fluid path. It could not be determined how or when this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.